Manufacturer narrative:
The device was not returned for evaluation. The cause of the reported issue could not be determined the customer reported replacing the magnet with a spare and the device subsequently working as expected.

Event description:
The customer contacted stryker to report that their device was missing the magnetic pin in the lid. In this state the device will not turn on automatically, which can lead to a use error resulting in a failure to deliver defibrillation. There was no patient involvement reported with the event.